Event description:
The end of service (eos)/end of life (eol) message was seen. The patient was told the battery would last three years, device specifications were requested. The device was not working anymore. The patient has relocated and needs a new doctor, currently has no managing health care provider (hcp). Follow up was attempted but no additional information was able to be obtained. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # va083u6, implanted: (B)(6)2013, product type lead; product ID 3888-56, lot # va083u6, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va083u6, implanted: (B)(6) 2013, product type lead; product ID 3708340, serial # (B)(6), implanted: (B)(6) 2013, product type extension; product ID 97740, serial # (B)(6), product type programmer, patient; product ID 3708240, serial # (B)(6), implanted: (B)(6) 2013, product type extension. (B)(4).